Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: dust adhesion, front panel did not work, and front panel display did not light up. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image became entirely dark while using the evis lucera elite video system center. The issue was found during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The entire trolley was replaced and the procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image. Though the procedure was prolonged, there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the images were no longer displayed, due to the failure of the printed circuit (dx) board. This failure may have been, due to factors such as short-circuiting on the circuitry caused by the effect of dust or foreign matter adhering to the board. Olympus will continue to monitor field performance for this device.